Event description:
Incident as reported: right hemicolectomy - "gelcap developed leaks when trocar sites wear changed. The gel would not seal the defects made by the trocars. Gelcap would not maintain pneumo. They tried tegaderm film but leaks persisted. They eventually had to convert. Patient is fine. No post-op complications."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation.